Manufacturer narrative:
Report required by FDA for eua investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6), (B)(6) (3014862188-2021-00250,1: tests 2, 3 of 3).

Event description:
User reported 3 false positive results. No additional information relating to follow-up testing was provided. This is report 1 of 3.

Event description:
User reported 3 false positive results. No additional information relating to follow-up testing was provided. This is report 1 of 3.